Event description:
Physician reported to conceptus representative a pt who had the essure devices placed in 2006 in conjunction with an hta (done following essure) returned approx 3 months later complaining of abdominal pain and fever. Cat scan showed bilateral tubo-ovarian abcesses and her white count was elevated at 22. She was hospitalized and treated with IV antibiotics, but did not respond. She continued to have pain and remained febrile. She ultimately underwent tah/bso without complications. Physician reports nothing unusual with the devices and they appeared to be properly placed when he performed the hysterectomy. The pt had an extremely anteverted uterus which made placement somewhat difficult, and he bent the tip of one essure device trying to cannulate the tube, but did achieve successful bilateral placement. Hta procedure was uneventful. Patient had no complications post-operatively.